Event description:
Procedure: lobectomy. Reportedly, the device was applied and the sealing time was much longer than normal. The blue coating on the instrument melted and left blue residue on the patient tissue. The surgeon tried to remove as much as possible from the tissue and there was no injury reported.